Event description:
Customer reportedly received results of 210 mg/dl and 89 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results; self treated with breakfast and felt better. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: metformin 100mg twice daily; citalopram 20mg once daily; ranitidine 150mg once daily; 70/30 50units am/60units pm.